Event description:
It was reported that during a procedure, the surgeon made a breach in the spinal dura. It was stated that there was no malfunction of the tool or the instruments. It was reported that the breach was caused by the surgeon pushing too hard during drilling. On follow-up, it was confirmed that the dura leak was closed, and that the patient is doing well.

Manufacturer narrative:
It was reported that a dural tear occurred during a procedure due to the surgeon pushing too hard during drilling. No malfunction was alleged. It was reported that there is nothing wrong neither with the instruments nor the tool. Evaluation could not be performed because the device was not returned. The user manual contains the following statement under general operating guidelines: ¿the legend system is designed for use by medical professionals familiar with powered surgical instrumentation. Operate the tool only after the appropriate anatomical landmarks and the intended surgical site have been confirmed. Use care in application of the moving cutting end to only appropriate anatomical landmarks and the intended surgical site when using powered accessories.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.